Manufacturer narrative:
(B)(4) date sent: 3/3/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 674d28. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the proximal end showed that 2 staples were malformed. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 674d28, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown urgent surgery, the device could be used at the 1st firing without any problems, but the knife did not move through at the 2nd firing, and it could not be fired, so a new one was taken out, and the surgery was continued and completed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.